Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: during investigation, the keypad was undamaged with the ok button unresponsive. The keypad cover was opened to find no contaminants under the button contacts. The pump was opened to find moisture damage on the printed circuit board and on the keypad flex connector. The battery compartment was cracked from below the grip pad to the case seal. Unrelated to the original complaint, moisture was found under the display lens. A leak test was performed and failed due to a leak in the display lens. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.